Event description:
It was reported that the subject guidewire was used to guide the microcatheter for the second use, but a black foreign matter was observed on the physician¿s glove. The guidewire was discontinued due to the suspected peeling of the coating. Another similar guidewire was used to complete the procedure successfully. No clinical consequences were reported due to this event.

Event description:
It was reported that the subject guidewire was used to guide the microcatheter for the second use, but a black foreign matter was observed on the physician¿s glove. The guidewire was discontinued due to the suspected peeling of the coating. Another similar guidewire was used to complete the procedure successfully. No clinical consequences were reported due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire ptfe (polytetrafluoroethylene) coating was examined under magnification and there was evidence of scrapping of the ptfe from the proximal end towards the distal end in several places from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers and no anomaly was noted. The nitinol tubing proximal bond was in place. The core wire distal end was observed through the distal tip dome. Functional testing was not required as the reported event was confirmed during visual analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, there were no anomalies noted to the device during initial inspection and preparation and the coating issue was noted while inserting the guidewire into the shaper. Analysis of the returned device found the ptfe was peeled off from the proximal end, this is evident of scraping of the device during insertion into an interventional tool, there was also evidence of ptfe flaking noted to the returned insertion tool. It is probable that the guidewire ptfe coating was damaged during insertion into the insertion tool, causing flaking of the ptfe coating. An assignable cause of handling damage was assigned to the reported and analyzed issue guidewire ptfe coating peeling.